Event description:
The product was used during an unspecified procedure. Reportedly, the instrument was difficult to close and the staples prefired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.